Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they were having issues with bladder infections and they were questioning whether it was the implant that was causing all these issues. Patient said they had never had bladder infections before but now they were getting them quite a bit. Patient services reviewed with the patient the device/therapy would not be expected to cause urinary tract infections and asked the patient if they therapy was helping their symptoms. The patient confirmed the therapy seemed to be helping their symptoms somewhat, that it controlled the urge somewhat and it controlled the frequency somewhat but patient was bothered by the frequent infections. Patient did not have a managing health care provider. Patient services reviewed the role of patient services and advised the patient they would mail the patient their physician listings and redirected patient to a healthcare provider to further address the issue. On (B)(6) 2024, the patient called back and repeated therapy issues. They said they hadn't had anything but issues since received the implant. Patient asked about getting device removed. On (B)(6) 2024, the patient called back and repeated that they were considering getting the ins removed.